Event description:
Pt was to have a cystoscopy, right retrograde ureteropyelogram, fluoroscopy, right ureteroscopy attempted laser lithotripsy, which is failure, because of laser machine malfunction. Unfortunately, laser machine was out of order. Several attempts were made by the technician to make it function, but the machine did not function, so the procedure was abandoned and the ureteroscope was removed. Glidewire was backloaded through the cystoscope. A 26 cm 7-french ureteral stent was advanced into the right kidney under fluoroscopy. After the stent went into the kidney, the glidewire was removed, upper end made a loop in the kidney and lower end in the bladder. Then, the right nephrostomy tube was removed and dressing was placed. Patient is shifted back to the intensive care unit in stable condition. Patient had to return for repeat surgery to remove the stone on (B)(6) 2020.